Event description:
I am reporting two problems with the pyxis meditation 3000. The bioid is an unreliable way to access the medstation. At our facility nurses use the bioid function -and forget their passwords-, and when it fails, do not have immediate access to urgent/emergency medications. In 2007, the bioid failed altogether, luckily we were able to change nurses over to passwords before any pt was harmed. We have had the bioid units replaced many times, but they ultimately do not work consistently as represented by pyxis. Thus, they are a potential safety hazard. The medstation 3000 internal temperatures are higher than recommended by many drug mr's medication storage recommendations of 77 degree f - or 25 degrees celsius. Some of my medstations have constant internal temperatures as high as 83 degrees f -over 28 degrees c-, significantly higher than the 77 degree f -25 degree celsius- recommendations. Pyxis temperature testing data show that possibly all areas for the meditation are at or well above 77 degree f -hottest sections are 28.5 degrees c! - by design. Usp packaging standards for repackaged medications state a mkt of 25 degrees celsius to maintain 1-year beyond-use dates. Since not all medications are available in unit dose packaging, we must prepack our own medications. As such, the medications in the medstation at these higher temperatures may have actual beyond-use dates that are much shorter than they would have if stored appropriately. I have had meetings, exchanged e-mails, and conversations with many different phyxis representatives, but they fail to work with me towards a solution. I have stressed that subpotent medications is a huge pt safety problem and may be responsible for many adverse outcomes across the country.